Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post deployment inferior venacavagram showed an anteriorly tilted vena cava filter. Retrieval attempts with the retrieval cone were unsuccessful. Following retrieval with a goose-snare, two small pieces of filter were left behind and chest CT revealed linear foreign body within the right heart and a similar linear foreign body was seen within the ivc. Therefore the investigation can be confirmed for tilt, retrieval difficulties, and detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: use only the bard recovery cone removal system to retrieve the recovery filter. Use of other removal devices has resulted in recurrent embolism. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2007); (manufacturing date: 10/2004). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that ivc filter tilted and detached, was removed, but two pieces of the filter remained in the patient¿s body with one piece migrating to the patient¿s heart. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment inferior venacavagram revealed anteriorly tilted vena cava filter. The same day filter retrieval attempts were made with a retrieval cone then successfully removed with a goose-snare. However, two small pieces of the filter were broke and left behind. One was attached to the wall of the cava and the second floated into the right side of the heart. Multiple unsuccessful attempts were made to retrieve the detachments. Subsequent chest computed tomography (CT) post vena cava filter retrieval revealed linear foreign body within the right heart and a similar linear foreign body was seen within the inferior vena cava (ivc). Approximately a month later the patient presented with chest pain. The following day a computed tomography (CT) revealed a fine linear metal fragment in the right ventricle. Therefore, the investigation is confirmed for the filter limb detachment, filter tilt and retrieval difficulties. Per the provided medical records, the limb detachment occurred following retrieval with a goose snare. Per the IFU (instructions for use), "use only the bard recovery cone removal system to retrieve the recovery filter." Therefore, the detached limbs could have occurred due to the retrieval attempts. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2007). (Results). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts detached, two pieces of the filter retained in the lower part of the vena cava with one piece migrated to the heart. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and two pieces of the filter retained in the lower part of the vena cava with one piece migrated to the heart. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, inferior vena cavogram was performed which demonstrated an indwelling bard retrievable inferior vena cava filter in place, which was somewhat tilted anteriorly. Multiple attempts were made unsuccessfully to engage and upper part of the filter with a retrieval cone. Given our inability to retrieve the filter with the cone retrieval mechanism, the cone was removed and 20-mm goose-snare was introduced and used to snare the indwelling bard retrievable filter. The filter was removed. A repeat venogram demonstrated no evidence of extravasation of contrast to suggest injury to the cava. However, made a two small pieces of the filter were left behind. One was attached to the wall of the cava and the second floated into the right side of the heart. Multiple attempts were made to snare both pieces without success from the neck approach. Then through the right common femoral vein approach, multiple attempts were made to snare the piece of filter in the region of the infra renal cava. The catheter was advanced into the superior vena cava and performed cavogram. The study demonstrated a small fragment of wire from the filter was noted to be in the right side of the heart. Multiple attempts were made unsuccessfully to retrieve this fragment. Cardiothoracic surgery was consulted for the possibility of requiring surgery for removing the small piece of wire within the right side of the heart. On the same day, a computed tomography of chest was performed for foreign body evaluation. The foreign body was felt to be within the right ventricle rather than the right atrial appendage due to its position midline in relation to the atrioventricular greeve and right coronary artery. There was a residual linear metallic foreign body within the inferior vena cava. An x-ray chest was performed which showed a radiopaque foreign body projected upon the left aspect of the t9 vertebral body consistent with the patient¿s known foreign body in the right ventricle. Around, four years and two months later, patient presented with the compliant of chest pain. Doppler echocardiogram was performed which showed small to moderate sized pericardial effusion. There was at least mild respiratory variation in the mitral valve inflow pattern without other diagnostic features of pericardial tamponade. Patient was taken to operating room and underwent pericardial window with 100 ml of frank blood drained. There was a possibility that the portion of the inferior vena cava filter that migrated, apparently to the region of the tricuspid valve, may have eroded through the pericardium resulting in the hemopericardium. Around, five years and ten months later, a computed tomography of abdomen and pelvis was performed which showed thrombus was noted extending from inferior vena cava below the level of renal veins to the left femoral vein. Metallic density within the inferior vena cava at the level of renal kidneys may be from retained leg of a previous inferior vena cava filter. Therefore, the investigation is confirmed for the filter limb detachment, filter tilt and retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: -use only the bard recovery cone removal system to retrieve the recovery filter. Use of other removal devices has resulted in recurrent embolism. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. H10: b2,b7,d4(expiry date: 10/2007),g3,h6 (patient, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that ivc filter detached, was removed, but two pieces of the filter remained in the patient¿s body with one piece migrating to the patient¿s heart. The device was removed percutaneously. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and retained in the lower part of the vena cava. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post filter deployment inferior vena cavagram revealed anteriorly tilted vena cava filter. The same day filter retrieval attempts were made with a retrieval cone then successfully removed with a goose-snare. However, two small pieces of the filter were left behind. One was attached to the wall of the cava and the second floated into the right side of the heart. Multiple unsuccessful attempts were made to retrieve the detachments. Subsequent chest computed tomography (CT) post vena cava filter retrieval revealed linear foreign body within the right heart and a similar linear foreign body was seen within the inferior vena cava (ivc). Approximately a month later the patient presented with chest pain. The following day a computed tomography (CT) revealed a fine linear metal fragment in the right ventricle. Therefore, the investigation is confirmed for the filter limb detachment, filter tilt and retrieval difficulties. Per the provided medical records, the limb detachment occurred following retrieval with a goose snare. Per the instructions for use, "use only the bard recovery cone removal system to retrieve the recovery filter." Therefore, the detached limbs could have occurred due to the retrieval attempts. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: -use only the bard recovery cone removal system to retrieve the recovery filter. Use of other removal devices has resulted in recurrent embolism. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.